Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was no longer functional. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. There was no reported impact to the customer's blood glucose level. The customer has manual injections available as alternate insulin therapy.